Event description:
It was reported that upon opening bd bbl¿ xld agar the customer found contamination due to bacterial growth in 3 boxes. No patient impact was reported. The following information was provided by the initial reporter: when we opened the packaging, we found contamination due to bacterial growth in 3 boxes. The plates have been stored in the original packaging at 4°c in the cold room until now. When we opened the packaging, we found contamination due to bacterial growth in 3 boxes.

Manufacturer narrative:
Initial reporter facility name: synlab medizinisches versorgungszentrum ettlingen gmbh PMA/510k: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but is considered to be substantially similar to the legally u.s. Marketed device bd bbl xld agar, pkg. Of 20 plates, catalog number 221192 which is a class 1, preamendment device. This memo is to summarize findings on recent complaint 6059703 against xld agar, catalog number 254090, lot number 2185263. Event description: it was reported that growth was detected on plates in three boxes. Complaint history review: the complaint history record has been checked and another similar complaint related to this batch was recorded. However, no trend was identified. Batch history record (bhr) review: the batch history record has been checked and no discrepancies was identified. Sample analysis: pictures were provided for evaluation. Based on these pictures, crystals were identified in the agar medium. A contamination could not be detected. Retain samples of the affected batch were reviewed and a deviation could not be detected. Evaluation results and investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 0,65. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. However, contamination could not be detected but crystals were visible. Crystals can form during the shelf-life of the product. Although crystals can be misinterpreted, this is a cosmetic defect and not a contamination. Based on the above mentioned evaluation, the complaint can be confirmed for crystals. The reported contamination was not confirmed. As no trend was identified, a corrective and preventive action will not be initiated.